Event description:
It was reported that while the patient was swimming in a pool, they felt dizzy. A review of the stored episodes from that day revealed noise oversensing with 5 second pauses in therapy. It was thought that the pool was not grounded, and the health care professional was going to instruct the patient not to use that pool. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.